Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with three (3) units of polyflux 140h, an external fluid leak from the cap was observed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information added to h3, h6 and h10. H10: the device was not received for evaluation, however photos were provided for investigation. The visual inspection of the three provided photos showed the product after use. The leak was not clearly visible thus the failure could neither be confirmed nor excluded. The cause was undetermined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.